Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was displaying the battery icon symbol. The medical surveillance specialist (mss) spoke to the lay user/patient for follow-up questions and obtained/verified the following information. The patient informed the mss that her testing frequency is 4x daily and manages her diabetes with humalog (4 units in the morning/2 units at lunch) and lantus (8 units at night). The patient confirmed the alleged issue began on (B)(6) 2012 at 10:00am. At the time the alleged issue began, the patient stated she did not take any action regarding her diabetes regimen. At an unknown date/time, the patient confirmed feeling sweaty and shaky after the alleged issue began. In response to her symptoms, the patient ate ½ a sandwich with peanut butter and ½ a glass of milk, and 5 minutes later she felt fine. The patient confirmed no other blood glucose device was used. At the time of troubleshooting, the cca noted the patient was not a 1st time user of the subject meter, there was no misused of the product, and the meter did not require new battery replacements. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.